Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported via study that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2007, due to lack of bony ingrowth into the acetabular cup. The acetabular cup and modular head were removed and replaced. During the revision procedure, black stains were noted around the trunnion of the femoral stem. Cloudy fluid taken from the hip was negative for infection. Additional information received in post operative monitoring and testing noted pain, trochanteric bursitis, implant loosening/radiolucency, knee/ankle problems on the ipsilateral side and swelling.

Event description:
It was reported via study that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2007, due to lack of bony ingrowth into the acetabular cup. The acetabular cup and modular head were removed and replaced. During the revision procedure, black stains were noted around the trunnion of the femoral stem. Cloudy fluid taken from the hip was negative for infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". It goes on to say, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid". This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00379 / 00381).